Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, implant problem/installation failed. The surgery was completed on the same day with a backup lens. The lens did not touch the patient eye; only the tip of the device made contact and no patient impact was reported. No further information is expected as reporter unwilling to provide additional information.